Manufacturer narrative:
Date of event: event date was approximated to (B)(6) 2018 as no event date was reported.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that at error message displayed during preparation. A spiroflex angiojet thrombectomy set was selected for use in a coronary artery. During priming outside the patient, an error message displayed regarding an issue with the saline supply. The message was attempted to be reset three times, but that did not resolve the issue. For tree times reset was done without any effect. Another spiroflex angiojet thrombectomy set was used to complete the procedure. There were no patient complications reported. However, device analysis found the hypotube was broken. Device eval by manufacturer: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically and visually inspected. There was a blood/fluid mixture in the attached waste bag, when received. Visual inspection revealed numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. The device would not prime and the 'check saline supply' error was displayed on the console. The device was removed from the console and the shaft was microscopically examined and it was revealed that the hypotube was broken 43cm proximal of the tip. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.